Event description:
It was reported that the pt was transferred to intensive care 12 hours post operatively because of a falling hemoglobin and symptoms of cardiac tamponade (widening mediastinum). Diagnostic computerized tomography revealed that the tip of the mac sheath had perforated the right subclavian vein and there was effusion of the pericardial sac and pleural cavity. Interventions included pericardia centesis with pericardial drain left insitu and pleural drainage with pleural drains left insitu. The mac sheath was then removed, but not replaced. As of the 24th december 2010 the pt was stable in the intensive care unit at the hospital. The (B)(6) pt had a history of arthritis and back pain. There was a delay, however, no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.